Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the x-ray couldn't be done. The system was not in clinical use at the time of the event. The failure analysis shows cable cuts on more than one place and mode of failure was found to be defective cable, which concluded that failure. Fse confirmed actual cause was customer tripped over the wired footswitch cable and pulled it out the table, snapping off the securing screws. To resolve the issue fse replaced footswitch and by replacing d-sub connector screw studs on patient table. The defective part was returned for analysis and investigation indicated that the cable cuts on more than one place. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that x-ray couldn't be done with the allura system. The system was in clinical use. They had to reboot the system three times. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite, and the troubleshooting actions showed a problem with the footswitch. The fse replaced the footswitch and returned the system to use in good working order.